Event description:
The reporter stated that the surgeon tore the trailing haptic off at the hinge while pulling the foam tip plunger back during insertion the eye. The lens was removed. No pt injury, surgery was completed using another lens. The pt's preoperative manifest refraction +1.25 - 0.75 x .101 and best corrected visual acuity 20/30.